Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified left common iliac artery. A 9.0x60mm armada 35 balloon dilatation catheter was inflated once at 8 atmospheres and ruptured. During removal, the balloon could not come out through the 6fr sheath. It was decided that the back of the balloon shaft had to be cut to allow the 6fr sheath to be removed. The 7fr sheath was then advanced over the balloon remnant and the remnant was successfully pulled back into the 7fr sheath which was then removed with the balloon remnant that had lodged in the sheath. All parts of the balloon were retrieved. Another armada was used to successfully complete the procedure. The patient is doing well. Reportedly, the first armada balloon catheter was not prepped (air aspiration) outside the anatomy prior to use. No additional information was reported.

Manufacturer narrative:
(B)(4). Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. The difficulty removing was not tested due to the condition of the device. It should be noted that the armada 35 instruction for use instructs to prepare the device prior to insertion into the patient. In this case, it could not be determined if failing to prepare the device prior to use caused or contributed to the difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product related issue. The investigation determined that the reported difficulties were likely due case circumstances. The difficulty removing was the result of the ruptured balloon material catching on the introducer sheath during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.